Manufacturer narrative:
Visual inspection performed on (B)(6) 2018 by r&d product manager: the mectalif transforaminal 03.23.056 lot 148785 analyzed is according to the specification in term of external dimensions. The part presents some scratches probably due to the removal of the implant.

Manufacturer narrative:
Batch review performed on 28 may 2018. Lot 148785: (B)(4) items manufactured and released on 16 june 2015. Expiration date: 2020-05-24 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 2 months after primary the cage had backed out from the vertebral body (the cage slipped and was pressing on the thecal sack). The surgeon revised the cage with another size (from 10 x 20 x 30 to 8x 12x 30). The surgery was completed successfully.